Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead insulation damage was alleged but unconfirmed. Diagnostic imaging was performed and insulation damage was not confirmed. Reprogramming was performed to resolve event. The patient was stable.